Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary #the full lead was returned and analyzed. The helix was bent, it was visually noted by that the lead was damaged at implant.

Event description:
It was reported that during implant the helix of the lead was bent. The lead was not used and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.